Event description:
It was observed that during the device evaluation, the workstation set 3 exhibited a broken castor on the housing. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record was not reviewed. The device was operated beyond its designed working life expectancy. Based on the results of the investigation, the root cause was unable to be identified. Olympus will continue to monitor field performance for this device.